Event description:
Patient complained of pain. It was found that the plastic had separated from the metal. The mg I patella was replaced with a 00-5220-014-00. The mg I patella was a white porous implant. The hospital released the device to the patient.